Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device failed flow test three (3) times¿ was not confirmed because the failure could not be replicated. The pump was calibrated, and the performance verification test was performed. Delivery accuracy test was performed three (3) times and passed each time, results: 20.8ml, 21.0ml and 20.6ml. All tests passed within specifications. No fault related to the complaint was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had failed flow test 3x - 2120-0106. The event happened during testing.